Event description:
The customer reported that this unit had a high leakage current during testing.

Manufacturer narrative:
(B)(4): the customer reported that this unit had a high leakage current during testing. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.